Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 4 due to persistent error 32056. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted simple extraperitoneal prostatectomy surgical procedure, prior to administration of anesthesia and prior to first port placement, an issue occurred with universal surgical manipulator (usm) 4 displaying a persistent error 32056 immediately after startup. The customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the patient had been moved to another da vinci system in a different theater, allowing the procedure to continue with the other system. The tse verified the presence of error 32056 and other related errors in the logs, which indicated a problem with the encoder in usm 4, axis 1 as reported by the axes controller, arm (aca) board. The tse guided the customer through a hard power cycle and emergency power off (epo) of the patient side cart (psc), but the fault persisted. The procedure was aborted to another dv system with no reports of patient involvement.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. Failure analysis confirmed and replicated the reported complaint. Error 32056 was found upon reviewing logs indicating axes controller, arm (aca) issue on universal surgical manipulator (usm) 4 axis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where it failed a test on the ¿0x1¿ axis. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to communication errors on yaw searchlight flat flex cable (ffc). It can be resolved by replacing usm.

Event description:
Refer to h11 for follow-up information.